Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath splitting was completed and hemostasis was achieved with the clip. After the device was removed from the pt's anatomy, a strand of the sheath was found to remain connected to the two split sides of the sheath. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.